Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6). Treatment of three unruptured sidewall ica (internal carotid artery) saccular aneurysms measuring 11.2mm x 5.6mm, 9mm x 6mm, and 4mm x 2mm. Post pipeline procedure, it was reported that the patient had hemiparesis due to an intracranial hemorrhage in the right posterior sylvian fissure. There were also punctate diffusion signal changes suggesting ischemia as well as watershed in the frontal parietal white matter. No other complications were reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00643 and 2029214-2013-00644.

Manufacturer narrative:
Reviewed source document and discovered that there was only one pipeline used in the case to treat the three sidewall ica (internal carotid artery) aneurysms. Need to void the cross reference to the two mdrs: 2029214-2013-00643 and 2029214-2013-00644.(B)(4).